Event description:
Paramedics used the device to administer external pacing to a pt diagnosed in cardiac arrest. At some point during transport of the pt to the hospital, the pacemaker allegedly stopped functioning and the operator was unable to restart it. The pt's outcome was not reported.